Event description:
Report received of an adverse event while the device was in use. The patient was receiving morphine for pain management therapy. The pump was programmed to deliver 1mg/ml of morphine, in the pca only mode with a pca dose of 2mg, patient lockout of 10 minutes, and a four-hour limit of 30mg. The first pca dose was delivered at 4:46pm and the last recorded delivered dose was at 8:32pm. During this 3 hours and 46 minutes the patient received a total of 18mg of morphine. At 10:50pm, the patient's spouse called the nurse and reported that the patient was having "difficulty breathing and was cyanotic". The patient received an unspecified dose of IV narcan and oxygen. The patient responded to the treatment and was transferred to the ICU. The following day, the patient was transferred back to the floor (a monitored bed). The customer reported that the amount of medication missing from the morphine syringe was consistent with what was documented in the patient's medical record and what was recorded on the pump history. Though requested, there was no further information available.